Event description:
It was reported that before the patient had the implantable neurostimulator ¿done over,¿ the device was just going off and had the p atient choking. The patient was rushed to the hospital, but the hospital did not have the clinician programmer to interrogate the device.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product type lead.